Manufacturer narrative:
Batch review performed on 13 july 2017. Lot 157611: (B)(4) items manufactured and released on 19 april 2016. Expiration date: 2021-04-05. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any similar reported event.

Event description:
The patient complained of pain. The surgeon revised the cup, head, and liner. He also determinated that the cause of pain was due to the cup being too lateral. The surgery was completed successfully. X-rays and explants are not available.